Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a lite glove. The customer reports that the device split during use. This split was noticed at the end of the procedure. The patient was prescribed cefamandole 750 for 2 days as a result of this incident.